Event description:
The customer reported that following a radiology procedure in 1999, the physician had difficulty advancing the vasoseal vhd dilator through the tissue track. The physician used the tapered end of the dilator to upsize the tissue track and the collagen was deployed and hemostasis was obtained. Post procedure, the pt lost pulses on the right. An ultrasound revealed thrombosis of the vessels on the right side. A repeat angiogram revealed occluded vessels on the right. Thrombectomy was performed on the right femoral artery and a foreign body was removed, and a right external iliac endarterectomy was performed. The pathology report indicated that the foreign body resected from the femoral artery was a blood clot and amorphous protenaceous material, clinically foreign body. The material removed from the right external iliac endarterectomy was atherosclerotic plaque, calcified. The material from the right popliteal artery thrombectomy was a blood clot. No further complications were reported.